Event description:
A malfunction was reported with the customer's pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received instructions from technical support to place the pump in storage mode and return it using a pre-paid label. A replacement pump was sent to the customer, who will use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.